Manufacturer narrative:
Concomitant medical products: t505c225, tissue valve, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited elevated thresholds. The lead remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.